Manufacturer narrative:
Patient demographics were not available on the date of filing. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a sacroiliac and thoracolumbar procedure the site took a 3d spin and the rad tech said that he had the orientation selected correctly on the pendant, however, when it was sent over to the navigation system, the surgeons said that it was incorrect. The clinical specialist (cs) corrected the orientation on the side of the navigation system per the surgeons instructions. He had them check accuracy and they said that it was fine. Then with the post op spin, the screw placement was off by varying measurements in different directions. At this point, the surgeons decided to abort navigation and use c-arms to correct screw placement. There was a delay which was less than one hour.

Manufacturer narrative:
Corrections: no patient was present. Product problem only. Event description: unknown serial number and UDI as the issue was during in-house testing. Initial reporter name, facility, address, phone number, occupation, company rep. Patient code. Additional information/device evaluation: software 9733763 synergy cranial s7, version 2.2.8. A software investigation was initiated via known anomaly determination methodology. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. This was discovered during testing on non-clinical systems. No patient present. In a non-biopsy procedure, depth gauge does not update when changing a plan target while navigation is halted. When red status, depth gauge in non-biopsy procedure does not update when navigating a projection in red status and changing a plan target. Workaround: navigate the instrument and the depth gauge updates to the correct location. Steps to reproduce: proceed to navigation in a non-biopsy procedure (this scenario cannot be encountered in a biopsy procedure). Create a plan. Navigate to the plan entry. Freeze navigation (go red status). Change the plan target a. Observe the depth gauge does not update to the new crosshair position (unexpected). Un-freeze navigation (go green status) a. Observe the depth gauge updates to the correct crosshair position (expected).